Manufacturer narrative:
Return requested. Replacement double process tall clamp shipped to site (B)(6) 2016. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A medtronic representative received a report that a site's double process tall clamp was damaged. No further details regarding the damage, or how it occurred, were provided. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.